Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance. The impedance value reached a high out of range value. Technical services (ts) suggested reprogramming and expressed their concerns of a high out of range shock impedance value. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance. The impedance value reached a high out of range value. Technical services (ts) suggested reprogramming and expressed their concerns of a high out of range shock impedance value. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.